Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 535 mg/dl. The customer's blood glucose at morning was 513 mg/dl. The customer was in emergency room as a result of high blood glucose. Customer reported that they treated high blood glucose with two bags of insulin fluid. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the hospital treatment was pink cocktail and zofran for nausea. Troubleshooting was declined for high blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.